Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint regarding the charging issue was not verified. In the lab, the ipg was charged, and the battery discharge and charge profile were observed and revealed no anomalies. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was having ipg charging issues. Database analysis revealed no anomalies. The patient underwent a revision wherein the ipg was repositioned and replaced with a new one. The patient was doing well following the procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was having ipg charging issues. Database analysis revealed no anomalies. The patient underwent a revision wherein the ipg was repositioned and replaced with a new one. The patient was doing well following the procedure.